Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime/compromised force sensor alert and excessive no delivery test due to blank display. Pump received with broken battery cap.

Event description:
Customer reported via phone call that they are unable to remove battery cap on their insulin pump. Customer blood glucose level was 107 mg/dl. Customer was advised to insulin pump will need to be replaced and to discontinue use of the insulin pump and to revert to backup plan. The insulin pump will be returned for analysis.